Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the packaging was not included in the bag holding the lead in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was removed from the packaging, dust/fluff/hairy thing was on the shock coil. The lead seemed to be broken. Another lead was opened and again the lead seemed to be dirty/hairy and the lead was indicated to be broken. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the packaging was not included in the bag holding the lead in the lab. There is loose silicon from the exposed svc coil being distorted on the proximal end of the svc coil which is considered normal. There is non-metallic foreign material (fm) in the silicon which is acceptable as it can not be seen from 18 inches located at the proximal end of the svc coil. If information is provided in the future, a supplemental report will be issued.